Event description:
On october 6, 2004, the patient contacted lfs alleging that her one touch fasttake meter would not power on. The senior medical affairs specialist spoke with the patient on october 7, 2004. The patient reported that she replaced the battery two months ago; however, the meter would power on, display "888" and power off. During the two months, the patient was following her medication regimen as prescribed. The patient takes 35 units of humulin n in the morning and 25 units in the evening. In 2004, the patient had been feeling weak and had attempted to test; however, the meter would not power on. As a result of feeling weak, she had collapsed in her living room. She had managed to contact her nurse for advice. The nurse has advised the patient to drink orange juice. No further treatment was sought. The patient mentioned that she had a pre-scheduled appointment with her physician. She was asked to decrease her morning and evening insulin dosage by 5 units. A result of 154mg/dl was obtained on the physician's meter. The patient did not allege harm. There is no information to suggest that she experienced injury or medical intervention due to the meter. The patient had developed symptoms prior to attempting to test her blood glucose level and she had maintained her medication regimen as prescribed. Patient's glucose level was unknown at the time of concern, as she was not tested on any device. The patient did not attempt to fix or replace the meter for 2 months. The customer service representative verified that the patient was using the correct test strips. The csr walked the patient through pressing the power button and the meter power on. However, the meter would not power on with the insertion of a test strip. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.